Event description:
It was reported that a critical alarm due to zero ml reservoir volume reached was heard and was confirmed by telemetry. Per pump logs, a low reservoir alarm occurred on (B)(6) 2012 and empty reservoir alarm occurred on (B)(6). The patient had not experienced any symptoms of withdrawal. The reporter was to fill the pump with drug and adjust the dose to half. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the pump was prophylactically explanted to avoid in-vivo battery depletion. There was no patient injury and the patient recovered without sequela.